Event description:
While wearing the external equipment, the patient reportedly experienced sound quality issues and intermittencies. The patient was seen at the center for device evaluation. External equipment was exchanged. However, the reported problem was not resolved. Testing performed confirmed out of range impedances. Surgery to explant the patient's device has been scheduled.